Manufacturer narrative:
All available information was investigated and the reported material separation (actuator knob) was confirmed and identified via return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not find any similar incidents reported from this lot. Based on the information reviewed, the reported and observed separation of the actuator knob appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. Exemption number e2019001.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 is being filed under separate medwatch report.na

Event description:
This is being filed to report material separation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted multi-morbide, triple pre-operated, small fold opening area, and strongly calcified annulus. During preparation of a clip delivery system (cds-90212u126), the clip was inserted into the clip introducer and the arm positioner was turned back to neutral ; however, the actuator detached from the system. The cds was not used in the patient. The transseptal puncture was difficult and maximum height to the annulus was 3.6cm a second cds (90226u193) was advanced to the mitral valve; however, there was not sufficient space in the left atrium to steer down with the m-knob or when fully rotating the +/- knob in the ¿+¿ direction. Therefore, a decision was made steer down only with "+ direction and cds was not in a straddled position. Although grasping the leaflets was difficult, the clip was able to grasp the leaflet. However, mr was barely reduced, and the mean pressure gradient increased to 8mmhg. The leaflets were un-grasped and the mean pressure gradient decreased to 6mmhg. The procedure was aborted. No clips were implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.